Manufacturer narrative:
(B)(4): required intervention to prevent permanent impairment/damage (devices) selected.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that trochanteric fixation nail (tfn) was broken. The patient had a (tfn), helical blade and one distal locking screw implanted on an unknown date in 2013. The fracture outcome was unknown. On (B)(6) 2014, all implants were removed due to broken nail. The nail and one distal locking screw were broke in two fragments. No allegations were reported against helical blade and all broken fragments were retrieved from patient. The tfn and helical blade were successfully removed. The patient was revised with competitive implants either with nail or plate. No surgical delay was reported. This report is for an unknown helical blade. This report is 2 of 3 for complaint (B)(4).